Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. After unpacking the 3.5 x 24mm promus element mr stent delivery system the stent was noted to be flared. The procedure was completed with another 3.5 x 24mm promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified the hypotube was kinked at 320mm and 900mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The entire stent had moved distally by 8mm. The first three rows on the proximal end of the stent were flattened. The distal end of the stent was damaged and stretched out over the tip of the device. The proximal end of the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. After unpacking the 3.5 x 24mm promus element mr stent delivery system the stent was noted to be flared. The procedure was completed with another 3.5 x 24mm promus element mr stent. No patient complications were reported and the patient's status is good.